Manufacturer narrative:
Review of customer's instrument images: crrid lot id301 cells 4 and 13 are expected negatives, all other cells should be positive cell 1 c+c-, k-, fya+fyb+, s+s-. Cell 2 c=c-, k-, fya+fyb+, s-. Cell 3 c-, k-, fya+fyb+, s-. Cell 5 c+c+, k-, fya-, s-. Cell 6 c-, k-, fya-, s+s+. Cell 7 c-, k+, fya+ftb-, s+s+. Cell 8 c-, k+ fya-, s+s+. Cell 9 c-, k-, fya+fyb-, s-. Cell 10 c-, k-, fya+fyb-, s-. Cell 11 c-, k-, fya+fyb-, s+s-. Cell 12 c-, k+, fya+fyb-, s-. Cell 14 c+c-, k-, fya+fyb-, s-. A service call was made: inspected instrument and found leaking occurring at the tubing for the probe rinse station resolution - replaced the pbs container and cap to remove air leak causing a decrease in active wash.

Event description:
On (B)(6) 2016, a customer reported unexpected negative reactions on a patient sample (sample (B)(6)) when testing with capture-r ready-ID (crrid) on the galileo neo instrument. The patient has previously identified anti-c, anti-k, anti-s and anti-fya.